Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that the pump emitted both low and empty cartridge alarms. The history also indicated that the cartridge was filled 8 hours subsequent to the empty cartridge alarm, during which time the pt was without insulin delivery. The pt has continued to use the pump with no reported subsequent events.